Event description:
"The relatives lost a pt last year to the application of the femostop device by a physician who ordered it in place from 2001 at 7 pm till 8 am. It is family member's understanding that the device is to be in place no more than 7 hours. The nurse did not relieve the pressure on the device at all during this time. The device was not removed at 8 am as ordered despite many requests by the pt and family member. It remained in place without release for 19 hours. It was not removed until the following day at 2:50 pm. Pt's death occurred the same day at the hospital while under the care of dr., who ordered the device set at 110 mm hg, and another dr who failed to notice the pressure, the absence of release of the pressure as per protocol, or the length of time the femostop was in place." Verbal info from the hospital: "the hospital found no involvement of femostop in the pt death. The pt died from a pulmonary embolism that had nothing to do with femostop being left in place for an extended period of time."